Event description:
It was reported that the device broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: (B)(6) suggested I email you regarding a defective flowport cannula (ref cat00776 lot 006754). The case took place (B)(6) 2022 at (B)(6) in (B)(6) . The distal tip of the cannula snapped off intraoperatively as dr (B)(6) was twisting it into the patient. It was atraumatic. To retrieve it dr. (B)(6) had to advance the broken piece into the patients joint and retrieve it with a grasper. This added about 30 mins to the case. The case was completed successfully. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be use of excessive force. Manufacture date is not known.

Event description:
It was reported that the device broke during the procedure. The piece was retrieved.